Manufacturer narrative:
(B)(4) (hernia recurred). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a laparoscopic ventral hernia repair in (B)(6) 2010 and mesh was used. There was a recurrence of the hernia defect that was confirmed symptomatically and clinically confirmed by cat scan. On (B)(6) 2011, the pt had a second surgery to repair the defect and the surgeon noted that there were several adhesions and the mesh was not well incorporated into the abdominal wall. The physician removed 90% of the original mesh and repaired the hernia with another mesh. No additional information is available.